Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump noted during testing and the insulin pump was also received with cracked case at the display window corner, broken belt clip slot and cracked battery tube threads. No unexpected pump overheating during testing. No damage found on the lcd isolation tape noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.